Manufacturer narrative:
Date of event was corrected. The initial report said: "the customer stated she was aware of these cleaning procedures and did not follow them at the time of the event. The procedure indicates to use a cotton swab moistened with alcohol to clean the rack trays." The customer has clarified that: she was not aware of the new cleaning procedure when she used a cotton swab to clean the rack tray. She became aware of the new cleaning procedure immediately after the event. She began to use the new cleaning procedure because it seemed like the correct way to clean the rack tray and this was, coincidentally, the same as the new cleaning procedure. The facility has received the updated cleaning procedure. The tech involved in the event was not aware of the new cleaning procedure at the time of the event. The customer cut herself on the pointed corner of the right side of the rack tray guide. This is the corner farthest from the customer if the tray were inserted into the instrument in its intended orientation.

Event description:
The customer alleged that a tech "sliced" her finger while cleaning the rack tray of the cobas 6000 ul c501 + core fix configuration instrument. The tech was cleaning noticeable contamination on the central rack guide at the time of the event. The tech was not in the middle of a set maintenance procedure. The tech was wearing gloves. The tech began to wipe the rack tray with gauze and "sliced" her finger. The tech went to the physician at the facility and received 4 stitches. No antibiotics were prescribed and no gamma globulin shot was administered. The tech¿s finger was bandaged. She felt fine when she received the cut and currently feels fine. After the tech was treated, she returned to the rack tray and finished cleaning it with a cotton swab. An updated cleaning procedure was communicated to customers on (B)(6) 2016. This communication was issued to provide instructions for effectively cleaning stains and smudges off of sample rack trays, while helping to avoid the risk of injury. The customer stated she was aware of these cleaning procedures and did not follow them at the time of the event. The procedure indicates to use a cotton swab moistened with alcohol to clean the rack trays. The rack tray was requested for investigation, however, the customer does not know which rack tray was involved in this event. The customer did not specifically designate this rack tray and would not be able to separate it from other rack trays in use.